Manufacturer narrative:
Conclusion: perforations are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Hospital discarded of device.

Event description:
Patient was undergoing coil embolization procedure for an aneurysm in the right ica using the penumbra coil 400. During the deployment of the first coil, the tip of the microcatheter perforated the side wall of the aneurysm and caused a subarachnoid hemorrhage. An evd insertion was performed in response. It is unknown whether a penumbra microcatheter or a third party device was used during the case and caused the perforation. This event was captured from the edc, and no subsequent follow ups with the hospital have been answered.